Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The imaging system directory was expanded in size. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: (B)(6). Number of persons exposed: unknown. Number of persons adversely affected: none.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that an image was not transferring. From the imaging system, it appeared to have transferred, however from the navigation system there was an incomplete transfer message. The exam appeared to be there, however it was empty and they could not proceed. The manufacturing representative (rep) confirmed that they had rebooted the system, with multiple attempts to push the exam over, and no resolution. On 2018-apr-16 the rep confirmed that once the stealth was rebooted and a new image was acquired, it transferred to the navigation system with no issues. The issue was not replicable for the rep. There was no reported impact on patient outcome. No further information was provided.

Manufacturer narrative:
Additional information: manufacturing date updated.